Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that before a laparoscopic gastrectomy procedure, the outer seal dropped off when the package was opened, because it was not fitting properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Leak issues. The analysis results found that the was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.